Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and high blood glucose event. The customer¿s blood glucose was 437 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons does not work. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported damage to the insulin pump reservoir and battery compartment. Customer had a high blood glucose of 437 mg/dl and no form of treatment was reported. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.